Event description:
It was reported that the device tip broke during the procedure. The tip of the device was retrieved.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports. The part number is not known at this time, therefore the gtin is not known. However, should it become available it will be provided in future reports.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. Alleged failure: the front plastic of the flowport cannula broke off intraoperatively when the cannula should have been inserted. The probable root cause could be use of excessive force. Lot number is unknown; therefore, manufacture date can not be confirmed the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the device tip broke during the procedure. The tip of the device was retrieved.